Manufacturer narrative:
Complaint evaluation: the customer decided to scrap device instead of attempting repair. Customer resolution and conclusion: the actual evaluation and repair of the device did not occur. The customer decided to scrap the device instead of attempting repair. No further investigation.

Event description:
It was reported to philips that the device fails the operational check at therapy delivery test. There was no patient involvement.